Event description:
Procedure: oophorocystectomy. According to the reporter: the bag was torn. The staff used another device to complete the case. There was no additional bleeding, nothing fell into the pt cavity, no tissue damaged, and operative time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).